Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant elevated cardiac troponin I (tni) patient result obtained on a dimension exl with lm instrument. Siemens is investigating the event.

Event description:
A discordant, elevated cardiac troponin I (tni) result was obtained on a patient plasma sample on a dimension exl with lm instrument. The result was reported to the physician(s). The patient was transferred to an alternate facility where a new sample was processed the same day on a non-siemens instrument and the result obtained was considered normal. The serum sample from the same original patient draw was processed at the original facility and an elevated tni result was again obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.

Manufacturer narrative:
MDR 2517506-2019-00208 was filed 17-may-2019. Additional information (22-may-2019): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated cardiac troponin I (tni) result. Hsc has reviewed the information provided and instrument data. No product non-conformance with the instrument, reagent, reagent delivery or temperature was identified. Historical quality control (qc) data showed consistently good instrument precision and qc was always in range. Review of clot check data did not indicate any issues with aspiration of the patient sample had occurred on any of the runs for this patient sample. The customer has not reported any additional patient samples experiencing discrepancy in results. The event was specific to a single patient. The instructions for use (IFU) for tni on the dimension exl with lm states "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution". The customer has been provided information about interference with the dimension tni assay. The cause of this event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.